Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure to treat atrial fibrillation, a polarx catheter was selected for use. After thawing the catheter in right superior pulmonary vein (rspv), an error occurred with blood ingress. The catheter was replaced, and issue was resolved. No patient complications occurred. The catheter is expected to return for analysis.